Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Investigation summary: this device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU). Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon deflated. A risk review was completed and confirmed that the event of "balloon deflated" was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: for the ar balloon deflated this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason the investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2023. During the planned removal on (B)(6) 2024, the physician recognized that the balloon was fully deflated. The balloon was successfully removed. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2023. During the planned removal on (B)(6) 2024, the physician recognized that the balloon was fully deflated. The balloon was successfully removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem.